Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump's buttons had to be pressed more than once before it takes an action. The screen was scratched badly. It was hard to see the insulin amount because the reservoir window was very scratched. The plastic was chipping off when changing out the reservoir. Insulin pump had insulin squirting out during priming. The sound of the motor was louder than before. Customer's blood glucose level was not reported. The device was not returned.

Manufacturer narrative:
Device had unresponsive buttons at esc and act due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify low battery alarm, prime/fill anomalies and no delivery alarm/occlusion due to unresponsive button. No button error alarm during testing. Device received with minor scratched lcd window and broken reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).